Manufacturer narrative:
A review of the complaint history for SN (b)(6) was performed in Salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for SN (b)(6) was performed from the date of manufacture, 13-DEC-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.Upon investigation of the actual device used in this incident, it was determined that the drawer was not shown on the map. A Field Service Engineer (FSE) investigated the reported cubie mapping issue and found the drawer position sensor was not reading correctly. Powered down the station, reseated the position sensor, and restarted the system. Tested the drawer in the Hardware Test Application and confirmed proper operation. Verified that cubie mapping was functioning correctly for the pharmacy technician after the restart, and the customer confirmed functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the BD Pyxis¿ Anesthesia Station ES drawer map was not displayed when anesthesia staff attempted to remove medications. The issue was isolated to this specific anesthesia station, as drawer maps were displaying correctly on all other anesthesia Pyxis devices.The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.